Manufacturer narrative:
The customer's report was duplicated and attributed to corrupted microcontroller unit (mcu) software on the digital board. The digital board assembly was replaced to remedy the report. It is unknown how the software became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.